Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and failed due to the unit having no voltage. Confirmation of the reported allegation was undetermined. The probable cause could not be determined post investigation. No additional event or patient information is available.